Event description:
It was reported via clinical studies, exactech truliant knee clinical study, that a 67 yo female patient, who had a left knee revision on (B)(6) 2020 following a post traumatic event, ¿subject put knee into valgus while doing yoga¿, then had a spacer implanted on (B)(6) 2020, had a revision of their total knee on (B)(6) 2020. Also noted, there was residual fluid at the wound site, date of onset (B)(6) 2020 which was aspirated and a cortisone injection was administered on (B)(6) 2021. Left knee aspirated also on (B)(6) 2021. The case report does not indicate if this was related to devices or procedure. Outcome indicates continuing. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and activity.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 02-010-06-0230 - logic cc femoral size 3, left, 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t, 02-012-61-2000 - logic offset stem ext coupler 2mm, 02-012-61-6000 - logic offset stem ext coupler 6mm.